Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer stated that they ran quality controls and one of the replicates out of the multiple replicates was out of range. They repeated the quality control run and results were acceptable. The ccc specialist dialed into the customer's system remotely. The ccc specialist cleaned and aligned the server probes and ran a quick check, which passed. The ccc specialist also performed service method testing, which was failing. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found that the reagent 4 arm (r4) mix results were out of specifications. The cse repaired the r4 mixer and arm and performed service method testing. The cse also performed precision testing, which was acceptable. A siemens headquarters support center specialist reviewed the instrument data and service report. The hsc specialist determined that the cause of the discordant, falsely low ucfp results on three patient samples was due to the faulty r4 mixer and arm. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low urinary cerebrospinal fluid protein (ucfp) results were obtained on three patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). Sample ids (B)(6) were repeated on the same instrument, resulting higher. Sample ids (B)(6) were repeated on an alternate dimension vista instrument, resulting higher. The repeat results from the original instrument were reported for sample ids (B)(6), while a result obtained from the alternate dimension vista instrument was reported for sample ID (B)(6). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ucfp results.